Event description:
It was reported that during the implant procedure, it was not possible to fixate. The lead was removed and it was found that the helix would not extend smoothly. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned for analysis and no anomalies were found.